Manufacturer narrative:
The stent was not present on the balloon and did not return for analysis. The balloon returned deflated with crystallized residue present inside the balloon. There was deformation to the distal tip. Numerous kinks were evident along the hypotube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an integrity bare metal stent to treat a lesion in the lad with no tortuosity, severe coronary artery disease was noted. No issues removing the protective sheath. Device was inspected before use, no issues noted. Lesion was pre-dilated with a 2.25 balloon. Inflation device remained on neutral pressure during delivery of the device. The device passed through a previously deployed stent. It was reported that the stent dislodged in the patient during withdrawal of the device in the vessel/guide catheter. It is reported that the stent was unable to cross so guide liner and stent were removed from patient. At that point it was noted the stent was not on the balloon. After using ivus, the stent was seen at the crux of circumflex and lad, caught by previous placed stent, from another date. The dislodged stent was jailed against the wall with a balloon. Case was then stopped. Stent was not removed from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.